Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 10 months. The device remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient developed a driveline exit site infection on (B)(6) 2013. The patient experienced unspecified symptoms and driveline cultures were positive for infection. It was reported that the patient had been non-compliant in changing their driveline dressing. The patient underwent three previously unreported surgical debridement procedures with wound vac application on (B)(6) 2015. No further information was provided.